Event description:
Physician has reported irritation at insertion site of radial artery sheath. This is observed 3-7 days post procedure and has occurred 6-7 times out of approximately 200 cases. At this time, co has been unable to obtain additional info.